Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump experienced several issues. The customer stated that the insulin pump alarmed motor error first. She received a low battery alarm, so she changed the battery, but the insulin pump then alarmed failed battery test. She tried two more batteries, and the device then alarmed battery out limit. The customer also reported that the buttons did not respond properly as well. The customer's blood glucose was 150 mg/dl. The customer did not observe any significant events leading to the motor error alarm. She stated that she had been priming the insulin pump with insulin when the motor error alarm occurred. The customer was able to complete the rewind sequence. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
No unexpected motor error alarms, low battery alerts, failed battery alarms or battery out limit alarms noted during testing. The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, occlusion test, excessive no delivery test and off no power test. The insulin pump was received with high idle current due to moisture damage on all electronic assemblies noted. The insulin pump had moisture damage on motor assembly noted. The insulin pump had an intermittent button response on the act button due to moisture damage on keypad traces noted. The insulin pump had cracked lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.